Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2025. During the procedure, when attempting to deploy the first flange, resistance was encountered and the flange was not visible on the ultrasound screen. The physician checked under fluoroscopy and still did not see the flange deployed. The physician then attempted to deploy the second flange but again noted significant difficulty articulating the handle. The entire catheter was removed from the patient, and an attempt was made to deploy the stent outside the patient; however, deployment was still not successful. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of axios stent failed to deploy. Block h11: the device has not been returned for analysis. Therefore, a technical analysis could not be performed. The reported event of stent failure to deploy was not confirmed. The device has not been returned for product evaluation. Based on the information available and without proper evaluation of the device, it is unknown if the clinical observation was due to the technique used during the procedure, anatomical conditions or related to device malfunction. There is not enough evidence to confirm the reported event; therefore, a review and analysis of all available information indicated the most probable cause is cause not established. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.